Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and did not find any instrument malfunction. A new reagent kit was sent to the customer. The customer did not provide samples for in-house testing. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and stated that kit lots d218 and d219 were performing as intended. The cause of the discordant, false reactive toxoplasma igm results on multiple patient samples is unknown. No further evaluation of device is required. Additionally, UDI # for kit lot d218: (B)(4). UDI # for kit lot d219: (B)(4).

Event description:
Discordant, false reactive igm antibodies to toxoplasma gondii (toxoplasma igm) results were obtained on multiple patient samples on an immulite 2000 xpi instrument, when using kit lots d218 and d219. The samples were sent to an alternate laboratory and were tested on an alternate platform, resulting non-reactive. It is unknown if sample with (B)(6) was run on an alternate platform or not. The initial results were reported to the physician(s), who questioned them. The corrected results obtained on the alternate platform were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false reactive toxoplasma igm results.